Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and capture could not be confirmed via electrogram. The lead remains in use. No patient complications have been reported as a result of this event.